Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (b)(4, batch/lot number: 15796666, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not getting adequate pain relief. It was also mentioned that the patient had charging issues with the ipg. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.